Event description:
Baxter receives a complaint on a minicap transfer set with lot# h09f22028. Reportedly, twist clamp broken and legs leaking. The set was used for 2 weeks. The patient has been using peritoneal dialysis for 3 months. One unit is available for evaluation. The defect was noted during patient use. The patient received prophylactic antibiotherapy. No patient injury reported.

Manufacturer narrative:
Evaluation summary: baxter received one used set with cap on dark blue connector attached and no cap on patient connector (no titanium adapter returned). Functionally hand tightened a lab titanium adapter without difficulty. Set was then tested underwater at 8 psi with leak noted. Set was visually inspected and noted that both of the occluder feet was broken at the top. During visual inspection, it was noted that there was no whitish spot on the occluder leg that is indicating a possible over-torquing. The reported condition was confirmed in the lab for broken.